Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a broken skin flap around the implant side resulting in the partial exposure of the implant body. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place as of the date of this report (B)(4) 2012.